Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient presented with pain and discomfort. X-rays showed that the hip appeared to be subluxed. Surgeon removed the head and liner and replaced them with a new 36 mm neutral head and a new 36e 10-degree hooded liner.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00014, 941-01-32d, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.